Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy when it should have shocked. The recorded telemetry strips showed ventricular tachycardia (vt) that was not being treated. Attempts for additional information yielded no additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).